Manufacturer narrative:
Gas delivery system.

Event description:
The customer reported while transporting a patient on the ventilator, when the o2 supply was switched from one on-board tank to the other and an o2 supply alarm sounded. The customer reported they then connected the ventilator to a wall o2 supply but the problem persisted. The customer reported there was no patient harm. The manufacturer's service technician was unable to duplicate the reported event. Review of the device diagnostic log history indicated an oxygen device failed occurrence. Upon an oxygen device failed occurrence, the ventilator continues to provide ventilatory support to the patient using an air gas source. Loss of the oxygen source can be detrimental to a patient if this type of event occurs. The service technician replaced the gas delivery system to address the finding. Applicable final testing was completed and passed to specifications.